Event description:
The reporter contacted animas on (B)(6) 2012, alleging that during the load step the pump pushes all of the insulin out of the cartridge. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. (B)(6).